Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted because of migration and consequent extrusion of the implant. Also, the behind-the-ear device might have rubbed on the concerned area contributing to the event. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
Hearing performance with the device was good. Revision surgery was performed on (B)(6) 2019, due to device extruding through the skin. The device was moved and covered. The extrusion of the front part of the implant housing (receiver-stimulator) started on (B)(6)2019. According to the audiologist the behind-the-ear processor was rubbing on the device and might have caused the exposure. As per new information received the surgeon had to explant the device on (B)(6) 2019 due to movement and exposure again but left the electrode in the cochlea for later re-implantation. The device had moved since the previous revision surgery and had extruded out of the skin. There was no sign of infection. On (B)(6) 2020 the remaining electrode was removed and a new device was implanted.

Manufacturer narrative:
Correction: in initial report the date of event was incorrectly stated as (B)(6) 2018. This correct date of event is (B)(6) 2019.

Event description:
Revision surgery was performed on (B)(6) 2019, due to device extruding through the skin. The device was moved and covered. The extrusion of the front part of the implant housing (receiver-stimulator) started on (B)(6) 2019. The original wound healed properly; the recipient might have had a wound infection prior to the extrusion. It is not thought that the magnet strength caused the issue, but according to the audiologist the behind-the-ear processor was rubbing on the device and might have caused the exposure. Recipient will be switched to use rondo2 full time from now on.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Revision surgery was performed on (B)(6) 2019, due to device extruding through the skin. The device was moved and covered. The extrusion of the front part of the implant housing (receiver-stimulator) started on (B)(6) 2019. The original wound healed properly; the recipient might have had a wound infection prior to the extrusion. It is not thought that the magnet strength caused the issue, but according to the audiologist the behind-the-ear processor was rubbing on the device and might have caused the exposure. Recipient will be switched to use rondo2 full time from now on.